Event description:
On (B)(6) 2011, patient called regarding the infusion device recall. Patient stated she received the letter about a year ago but never called because she didn't believe the infusion device was in the recall range. Patient reported experiencing issues with both the up and down button on the infusion device in the last few months. Patient stated today the buttons stopped working completely. Patient reported the issue started with just the down button. Patient stated the issue started as intermittent issue about 6-8 months ago. Patient reported then the buttons stopped responding completely. Patient stated about four months ago, the up button started having intermittent issues. Patient reported she attempted to program a bolus this morning, and now both of the buttons are not responding at all. Patient stated the buttons still pop back up when pressed, but they do not feel as firm. Advised patient to switch her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.